Event description:
The physician was treating lesions in the lad and diagonal. The vessels were tortuous and calcified, haziness, irregularities, 50-60% stenosis followed by 80-90% stenosis of lad; 99% stenosis of medial division diagonal branch. Pt floppy guide wire was initially advanced in lad however difficulty encountered when advancing hence a cougar xt guide wire was advanced into lad. Upon removal of the guide wire it was noted the distal radiopaque portion of guide wire did not seem to move (as viewed on the angiography viewing screen) in spite of pulling the wire back. There was obvious unravelling of the guide wire and distal tear in radiopaque tip seemed to be lodged in the distal lad and was not retrievable. A choice of pt was advanced to lad distally to the broken piece of guide wire. With some balloon and guide wire maneuvering the tip of the guide wire was advanced more distally. There was excellent flow and no compromise of the lad flow. Patient vital signs stable.

Manufacturer narrative:
Evaluation, results: related to operational context (resistance encountered when advancing device due to 99% stenosis). Conclusion: operational context caused or contributed to event (resistance encountered when advancing device due to 99% stenosis).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation results and conclusion: (inconclusive, investigation in progress). (B)(4).

Event description:
Device evaluation: medtronic received one cougar wire which was severely unraveled at the distal tip. The wire is bent 41cm and 173cm from the proximal end, length of wire as received 296cm from proximal end to the distal core wire. Proximal core and hypo tube joint is intact, the distal hypo tube and core wire joint is intact. The coils separation starts right at this joint. Coils are severely unraveled with the ribbon and the distal tip ball missing. The wire broke at the edge of the flat drop. The wire is missing the first joint with the ribbon and the remaining piece of the broken flat drop wire. Measurements taken from the distal end of the hypotube to the tip of the broken core wire measured 25.3 cm in length indicating that the fragment remaining in the patient measured 1.7 to 3.2cm in length. Cine image review: two procedural wires were evident in the coronary vessels. Detachment of wire confirmed in lad. Numerous pre-dilations performed to treat diffused calcification.